Event description:
It was reported that a deployed coil stretched and protruded into the internal carotid (ic) when the microcatheter was removed and a stent was deployed to fix the protrusion. There was no clinical consequence to the patient as a result of the event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned without the introducer sheath used during the procedure. Visual inspection of the device revealed that the delivery wire was kinked, likely due to handling. The main coil had stretched as well. Functional testing could not be performed since the introducer sheath was not returned. It is likely that the main coil was damaged during use thus limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
It was reported that a deployed coil stretched and protruded into the internal carotid (ic) when the microcatheter was removed and a stent was deployed to fix the protrusion. There was no clinical consequence to the patient as a result of the event.